Event description:
Information was received indicating that patient received a smiths medical cadd legacy pump was turning on and off. The reported stated that the pump gave high pressure alert. The pump was in use when the reported event occurred. The patient switched to back up pump. It was reported that the medication being delivered was life-sustaining. There were no adverse effects to the patient due to the reported event. The customer reported serial number was not found in smiths medical product database.

Manufacturer narrative:
Additional information received by smiths on 26 mar 2019 customer response regarding serial number. The correct serial number is (B)(4). Device evaluation: one cadd legacy pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found evidence of reported problem. Visually inspected the pump and operated the pump in normal run mode. Pressure test and all sensors test were also performed. The customer's reported problem could not be duplicated. During investigations all testing indicated normal operation. No issues could be found.